Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a catheter. The customer states that the balloon popped during a medical procedure three times. The doctor completed a cystoscopy procedure to confirm that no pieces were left behind in the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.